Event description:
Pt #4. External blood leak from the red cap that attaches to the dialyzer. There was no alarm condition from the machine. Blood loss was minimal; no pt injury or medical intervention.